Manufacturer narrative:
Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A manufacturer representative reported that, while in a spinal fusion, the imaging system displayed a "low performance" error message. It was reported that the application software was slower than the user intended. Restarting the navigation system restored functionality. There was a reported delay to the procedure of five minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly.

Manufacturer narrative:
Device code was corrected. If information is provided in the future, a supplemental report will be issued.